Event description:
The customer called to report high blood glucose levels. The customer was not understanding how the bolus wizard works. The customer also reported that he was hospitalized with high blood glucose levels three months ago. The customer did not remember any details regarding the event. Advised the customer to speak with his medical professional again for possible re-training. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.